Event description:
It was reported that the patient had a bowel movement issue when the stimulator was on. It was noted that the issue has been present ever since the patient's first implant. Additional information received reported there was a generator replacement on (B)(6) 2008. There was no complication.

Manufacturer narrative:
Product ID: 389033, lot# j0306894v, implanted: (B)(6) 2003, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 389033, lot# j0306894v, implanted: (B)(6) 2003, product type: lead. (B)(4).